Event description:
Baxter (B)(6) received a report of an infusor that had overinfused during patient therapy. The device was filled with 3700mg of fluorouracil in a solution of 5% glucose. The expected infusion time was approximately 46 hours, however, after approximately 27 hours of infusion the patient noticed that all of the medication had been delivered. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated by baxter personnel and the customer reported condition was not confirmed. A functional flow test was performed and the device's flow was found to be within specification. No repairs were performed, as no failure was encountered. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.